Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that they did a revision of the ins because the ins was implanted in the wrong place. No symptoms and no further complications were reported.